Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 8 months following the implant of a transcatheter valve, the patient experienced dizziness and fatigue. A computed tomography (CT) scan was performed that revealed the valve failed due to moderate to severe aortic insufficiency and mild aortic stenosis with a mean gradient of 12 millimeters of mercury (mm hg). Additionally, thrombus/pannus formation on the valve leaflets was also observed. It was reported that the patient required intervention.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 8 months following the implant of a transcatheter valve, the patient experienced dizziness and fatigue. A computed tomography (CT) scan was performed that revealed the valve failed due to moderate to severe aortic insufficiency and mild aortic stenosis with a mean gradient of 12 millimeters of mercury (mm hg). Additionally, thrombus/pannus formation on the valve leaflets was also observed. It was reported that the patient required intervention. Additional information was received indicating that the patient's aortic insufficiency worsened to severe and was not recorded as intravalvular or paravalvular. However, the patient was noted to have mild paravalvular leak approximately one year after valve implant. The reporter stated that there was no transesophageal echocardiography for confirmation. The patient was said to be asymptomatic and was refusing treatment. Furthermore, no thrombus was detected, the patient is currently on medication (eliquis) for atrial fibrillation, and the primary issue is the aortic insufficiency.